Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent surgical intervention and his lead was explanted and replaced (reference MFR report: 1627487-2014-01573). During the procedure, the pt experienced a cardiac flatline and was revived. The procedure was abandoned and the following day further surgical intervention was undertaken and the pt's scs system was explanted.